Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump's calibration failed. No patient injury was reported.

Manufacturer narrative:
Other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log showed no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated. Excess loctite was found on the downstream occlusion sensor which can cause the reported problem. The root cause of the reported problem is likely due to customer applying excess loctite during repair of the downstream occlusion sensor seal. The sensor was replaced to resolve the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement that was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.